Manufacturer narrative:
On (B)(6) 2015 it was communicated that the pathology results are enterobacter cloacae. Batch review performed on (B)(6) 2015: lot 120352: (B)(4) items manufactured and released on 30 may 2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient had pain and swelling. The surgeon suspected infection and decided to revise the poly insert while washing out the knee. Explants will not be available for analysis. No x-rays available.

Manufacturer narrative:
On 23 january 2016 it was prepared a final report with the information already submitted in the initial report. On 25 january 2016 the report was sent to the initial reporter and the case was closed.